Event description:
Capsule deployment device defective, did not deploy, causing delay in care, prolonging procedure, pt with significant airway compromise resulting in oral airway insertion and respiratory resuscitation with ambubag.